Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was displaying the "apply sample" icon after correct blood sample application. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On the day before, at 11:00 am, the patient attempted to test his blood glucose level; however, the reported meter continued to display the 'apply sample' icon after the blood sample was applied to the test strip. The patient did not obtain a reading. At 12:00 pm the patient experienced the symptoms to sweating and he 'almost passed out'. The patient administered self-treatment with orange juice. He did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's testing technique was correct and the test strips drew in the blood sample correctly. The issue was not resolved with troubleshooting. The meter, test strip and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received treatment with food to alleviate his symptoms. Therefore this complaint is being reported.